Event description:
A surgeon reported that a lens shot out of the preloaded cartridge during intraocular lens (iol) implant surgery. At the postoperative exam, the surgeon reported that the lens had dropped and the pt reported seeing a white shadow. Add'l info received from the surgeon indicated that when the lens shot out of the cartridge, it caused a posterior capsular tear. He also reported that the pt was doing well. The surgeon reported the use of an unapproved viscoelastic during the surgical procedure.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. A failure to follow the dfu was indicated by the use of an unapproved viscoelastic. Viscosity of an unapproved ovd may contribute to underfill/overfill, misfolding of the trailing haptic, lack of lubricity or other unpredictable outcomes. Add'l info has been requested by phone, fax and mail on 04/12/2012, 04/13/2012 and 04/18/2012. A completed questionnaire was received. (B)(4).